Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device triggered an alarm, and the tidal volume was 0. It was noted that the device was unable to provide assisted breathing. The device was immediately replaced with another v60 unit and was reported to the equipment department for repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
Per follow-up good faith effort response received, the hospital does not intend to repair the device at this time. No further information was provided. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.